Event description:
It was reported that the stent was damaged. The lesion being treated was located in the extremely calcified right coronary artery. While advancing a promus premier¿ stent delivery system (sds) through a guidezilla guide extension catheter, resistance was noted. Upon removal of the sds, the stent was found to be bent. The procedure was completed with a non-bsc guide extension catheter and a different stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).